Event description:
As reported: "dr. Reported patient status post right total hip fell a few weeks ago and fractured the acetabulum causing the cup to be loose. Dr. Requested to revise the cup in which he did today replacing it with a revision component with screws to augment fixation. The surgery was performed without incident."

Manufacturer narrative:
Reported event: an event regarding periprosthetic fracture involving an unknown shell was reported. The event was not confirmed. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: no medical records were received for review with a clinical consultant. Product history review: could not be performed as the device lot details were not provided. Complaint history review: could not be performed as the device lot details were not provided. Conclusions: it was reported that the patient was revised due to periprosthetic fracture of the shell. The exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device, pathology reports, pre- and post-operative x-rays and the revision operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. It is likely that patient trauma contributed to the event as it was reported that the patient fell a few weeks prior to the revision procedure. No further investigation for this event is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.